Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop condition; air valve liftoff failure. No patient involvement reported.

Manufacturer narrative:
.